Manufacturer narrative:
Initial MDR 2517506-2019-00322 was filed on 16-aug-2019. Additional information (19-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed sodium results. Hsc reviewed the data provided by the customer and the instrument data. There were successful calibrations before the sample was processed and quality control (qc) was in range when the sample was processed indicating that the instrument and reagent were performing acceptably. Hsc concluded that it is not a reagent lot or method issue. No instrument malfunction was identified. There is no evidence of a product nonconformance. The cause of the event is unknown. The instrument is operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant, falsely depressed sodium (na) patient results were obtained on the dimension exl system. Siemens is investigating the event.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on a patient sample on the dimension exl instrument. The discordant results were not reported to the physician(s). The same samples were reprocessed on the same day on an alternate dimension exl instrument and higher results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium (na) results.